Manufacturer narrative:
Device evaluation by manufacturer: an examination of the complaint unit was not carried out as the product was not returned to site for investigation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
Same case as MDR ID#: 2134265-2011-00540. It was reported that in preparation for a rotational atherectomy treatment procedure, a guide wire fracture occurred. No lesion or anatomy details are available. During rotational speed testing of the rotalink plus burr outside of the body, the extra support rotawire guide wire fractured. The procedure was completed with another set of the same devices. No patient complications were reported, and patient status is good.